Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the received instrument is broken, as mentioned in the complaint description. Received condition in detail: the coupling part is fully broken off and we do not have received them for investigation. The whole cutting parts (cutting edges, cutting corner and guide margins) at tip is fully worn down and dull. The part has also visible damage all over, with dents and scratch. Based to all this damage, the lot number marking is not readably anymore. In this regard, as no lot number is readable anymore, a device history record (DHR) review is not possible. Because of the damage and the missing part, we are unable to measure the complaint relevant dimensions for dimensional accuracy. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place and/or that wear and tear from often use led to this damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to implant a dynamic hip system (dhs) on (B)(6) 2016, the proximal end of the triple reamer drill bit sheared off and could not long be held by the drill. All fragments were retrieved and there was no report of patient harm or surgical delay. This report is 1 of 1 for (B)(4).